Manufacturer narrative:
The prod has been returned to masimo for eval. When the investigation is complete a f/u report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During evaluation of the device it was found that the flex cable assembly was disconnected causing the inability of the device to take measurements. The cable was reconnected and unit passed operational and functional testing. The unit was found to be functioning as designed. A service history record review reveals that this unit was in the field for over three (3) years with no related issues prior to this reported event.

Event description:
It was reported that the device provided inaccurate spo2 readings on pediatric pts. Number of pts are unk. Customer reported that the oxygen numbers keep dropping (into the 60's) and then rise back up again (into the high 90's). Customer states they tried other known good cables and sensors as well as a masimo tester and the problem continued to happen. Customer also states that he tested the device on himself and the same issue continued. Customer replaced the device and the issue was resolved. It was also reported that an audible alarm did sound to alert customer at the time the unit failed. There was no consequences or impact to the pt.